Manufacturer narrative:
(B)(4). Investigation summary: the device associated with this report was not returned for evaluation. The investigation could not draw any conclusions about the reported event without the device to examine. Depuy considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Cssd reported that the femoral impactor has snapped in two pieces, no patient involved this occurred during the sterilization process, and the instrument has been discarded by cssd.